Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Corrected data: in follow-up report #1 the date 7/2/2020 was provided in section g4, however on august 25, 2020, it was clarified with the clinical research team that on july 2, 2020 the database is locked which means that no more data can be entered into the study. The data had to be analyzed and reviewed to correlate the device and patient information. This review was completed on july 7, 2020, therefore, the correct aware date for reporting purposes is july 7, 2020. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: information received that the clinical study was unmasked and the product identifiers were provided. As a result, the following fields have been updated. Section d1: brand name: tecnis synergy with optiblue. Section d4: model #: zfr00v. Section d4: catalog #: zfr00vu170. Section d4: serial #: (B)(6). Section d4: expiration date: 3/14/2024. Section d4: UDI#: (B)(4). Section h4: manufacturing date: 3/14/2019. Corrected data: the initial report was submitted under a then unknown clinical study device. The clinical study has now been unmasked and upon learning the model of the lens (zfr00v), it was realized that this report was submitted for a device that is not same or similar to a marketed device in the united states. Therefore, the reported event is now determined not MDR reportable. No further information will be provided for this event under MDR number 9614546-2020-00243. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.

Manufacturer narrative:
Brand name: unknown/not provided. Model number: unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: unknown, as the serial number was not provided. Catalog number: unknown, as the serial number was not provided. (B)(6). PMA/510(k) #: unknown, as the serial number was not provided. Device manufacture date: unknown, as the serial number was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a clinical masked study patient had bilateral intraocular lens (iol) implants in both eyes (ou). At 1 month visit, subject became extremely bothered by halos, starbursts when driving at night; extremely bothered by glare when outside or driving; and extremely bothered by poor low light vision when reading or outside. The preop best corrected distance visual acuity (bcdva) was 20/30 both eyes (ou) without glare and 20/50 ou with glare. Postop bcdva: 20/16 ou. Iol exchange occurred in the right eye (od) on (B)(6) 2020. It was learned later on that left lens was finally explanted. There was no incision enlargement, no vitrectomy, no sutures performed. There was no patient post-op injury. No replacement lens identifiers provided since these can unmask the study. No other information was provided. This MDR report pertains to the left eye (os). A separate report will be submitted for the od.